Event description:
It was reported the blades were used during a laparoscopic nissen. The devices stopped working after a few minutes. Another device was used to complete the case. No patient consequence.